Event description:
Boston scientific received information that during a routine check, the physician suspected the right ventricular (rv) lead was not secured in the header of this implantable cardioverter defibrillator (ICD) sufficiently due to the (rv) lead had displayed out of range impedance measurements greater then 125 ohms. Programming vector changes were made to restore impedance measurements within normal limits. An x-ray was performed and found and found, "uncoiling" on the proximal coil portion of the lead, but noted had never affected impedance measurements. There were no adverse patient effects reported.

Manufacturer narrative:
At this time this device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.